Manufacturer narrative:
Evaluation: results - wbc diluent dispenser.

Event description:
The customer reported generating high hemoglobin (hgb) and white blood cell (wbc) counts for several patients from a beckman coulter lh 750 hematology analyzer. The customer stated that mean corpuscular hemoglobin (mch) results were also high but the specific number of patients affected is unknown. The customer indicated that erroneous results for two patients were reported out of the lab but corrected reports were issued afterwards; other erroneous results were caught before being reported. There was no death, injury or affect to patient treatment associated with this event. Multiple attempts were made to request patient printouts, but were not provided. Beckman coulter field service engineer (fse) replaced the wbc diluent dispenser and pinch valves 3, 4, 6, and 12 to address the issue. The fse also noticed that the nipple at the aspiration pump was kinked and was replaced. Calibration was then performed for adjustment of the hgb and wbc and repair was verified per established procedures. The discrepant results were most likely attributed to the parts which were replaced and adjustment made during service.